Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform, FDA of the results in a supplemental report.

Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that the patient's one touch ultra meter was reading inaccurately erratic. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The wife reported that the patient was getting readings that were 'up and down'. The patient received several readings on the reported meter but did not know if they were accurate. The wife was not sure which readings he compared. However, two results of 120 mg/dl and 50 mg/dl were provided, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The wife also reported that the alleged erratic readings ranged from 108-307 mg/dl, but was not sure which ones were inaccurately high or low. She reported that this issue began three days earlier at 8.00 am. The wife also mentioned that the "other day" (unknown date/time) after the reported issue began, the patient had symptoms of low blood glucose and had tingling in his feet. He drank orange juice and felt better . However, no blood glucose results are provided regarding the time the patient was experiencing the symptoms. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. No control solution was available for the patient to perform control solution test. There is insufficient information provided leading to the symptoms such as results obtained prior to/during the time the symptoms were experienced, and her medication regimen. This complaint is reported because the wife alleged that the patient experienced the symptoms after the alleged inaccurate erratic issue began. Replacement products were sent to the lay user/patient.